Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12jun2019. The device was evaluated by the field service engineer and the reported problem was confirmed. Field service engineer replaced the power management power control board (pm pcb) to address the reported issue and the issue was resolved.

Event description:
The customer reported that the unit will not run on battery. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.